Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "cable was cut." Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The crimp measures approximately 0.032¿ x 0.046¿. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additional observation not reported by site was that the instrument was found to have scratch marks/abrasions on the proximal clevis. The root cause of this failure is not established. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the tenaculum forceps instrument (part# 470207-10/ lot/serial#(B)(6)) associated with this event has been performed. Per this review of the logs, the tenaculum forceps instrument was last used on (B)(6)2022 via system sk3182. There were 2 uses remaining after this last usage. A review of the procedure log showed the site performed this myomectomy surgical procedure on (B)(6)2022 via system sk3182. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to have a broken cable. A backup instrument of same kind was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain the information regarding patient demographics, relevant testing, and medical history; however, the reporter was not able to provide that information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The tenaculum forceps instrument has been further investigated and tested by the failure analysis engineer (advanced failure analysis). The initial findings were confirmed. The instrument was found to have scratch marks or abrasions on the proximal clevis. It was additionally observed that there were also scratch marks or abrasions on the part of the distal clevis that holds the pitch cable. The root cause of this is attributed to mishandling/misuse. The scratch marks or abrasions appear to be similar to the ones observed on the proximal clevis as well as close in location. It is likely that the scratch marks or abrasions on the proximal clevis are also attributed to mishandling/misuse. Additional information can be found in the following fields: g3, g6, and h2. Failure analysis information can be found in the following fields: h6 and h10.